Event description:
Cataract surgery suture appeared thinner than usual for a 10-0 nylon, and color appeared to be brown rather than black. Discovery made at the conclusion of second procedure. Other packages from lot #kdr910 examined with same findings. First surgery required readmission and resuturing of wound to avoid possibility of wound rupture.

Event description:
Second case required extension of surgery by 15 minutes to perform suture removal and replacement.